Manufacturer narrative:
Concomitant product(s): a 5076 lead, implanted: (B)(6)2010. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had triggered an alert two times over the course of approximately four years for impedance having exceeded the alert threshold. The impedance was described as high. The lead remains in use. No patient complications have been reported as a result of this event.